Event description:
Allegedly while the end user was in the (B)(4) power wheelchair the chair stopped responding to the joystick commands and moved on its own, running into a gate. End user suffered lacerations and a fractured foot, requiring surgery and hospitalization. Reportedly the end user also suffered a seizure after the incident occurred.